Manufacturer narrative:
Correction: evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the trocar balloon, lock collar and valve seal appeared intact. The insufflation bulb was not received. The inflation syringe was not received. The obturator and dissector balloon were not received. Pmv performed functional testing; the dissector balloon could not be inflated; a cut was detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia repair, while at the inflation of the balloon, it broke. The plastic on the balloon had split and was therefore unable to be used. They opened another balloon to complete the case. There was no patient injury.